Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The specific date was not known it was only stated as in june or july. The result from the meter was 2.8 inr. The clinic requested a sample collection for the laboratory and the result was 1.5 inr. There was no adverse event. The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, and no lupus. The customer has had no changes in diet, no new illness, no change in medications, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with masterlot #28632180 (recalibrated lot to rtf/09). Qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). No error messages occurred during the investigation. Retention test strips (lot 272165-23) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.